Manufacturer narrative:
Continuation of d10: product ID: 977c265; lot/serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2022; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep states they always offer to return any explanted product if the physician would like it sent back to medtronic for analysis, but the provider did not wish to return the lead for analysis. Lead was not returned for analysis. Device was discarded by staff. Information was confirmed by the provider.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports seeing a note from another rep that the pt had a lead replacement. No additional information was available. Additional information was received from the rep. Rep reports being told by the pt on (B)(6) 2021 that the pt was told by their doctor the lead had moved up to t5. Rep reports physician wanted to revise lead to original t8 placement. Rep reports the lead was replaced on (B)(6) 2022. The cause of the issue was unknown. The lead was replaced and the issue was resolved with the lead being successfully replaced in desired location at that time.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 19-may-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.